Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon inflation at 6atm. The device was removed with the usual method without any problem and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.